Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump, although the pump did not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump as it was still under warranty and advised the caller on returning the damaged pump using a pre-paid label, with the caller agreeing to the instructions. Customer continued to use the pump for insulin therapy.